Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was 40s mg/dl and hyperglycemia with blood glucose level of 200s mg/dl. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer reported that they treated low blood glucose level with food. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer alleged the insulin pump for over delivery because the insulin pump was not giving her enough insulin. The customer reported that they were hospitalized due to accident and they had high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.